Manufacturer narrative:
Testing of actual/suspected device: (10/213). A getinge field service engineer (fse) was dispatched to evaluate this unit and during investigation observed multiple fault 67 codes reported in the logs. The fse was not able to find any problem with the iabp after extensive testing. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not reading arterial pressures while using a fiber optic balloon. Machine was swapped with original balloon and customer claimed to work fine after that. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g4, g7, g8, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d5, g1(contact person).